Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image and insulin flow blocked alarm. The customer's blood glucose value at the time of the event was 302 mg/dl and experienced hyperglycemia. Troubleshooting was partially performed, explained the pump performs safety checks and an error was found. The customer¿s reason for the call was a recall inquiry. No further patient complications were reported. The customer was instructed to discontinue pump use, revert to the backup plan per health care professional instruction and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump alarmed critical pump error after battery installation. Unit downloaded to crest. However, unit failed to download to thus with blue display during download. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Unable to verify cause of critical pump error due to blue display during thus download. Unable to verify insulin flow blocked alarm due to critical pump error. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case at the battery tube, stained and faded serial number label. The p-cap/reservoir does lock properly. Verified critical pump error. However, was not able to verify cause of critical pump error due to blue display during thus download. Unable to test for reported harm or verify insulin flow blocked alarm due to critical pump error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.